Event description:
The article, "Indications for and characteristics of redo aortic valve replacement after primary mechanical aortic valve replacement", was reviewed.This research article is a retrospective single-center experience to evaluate the most common causes of redo aortic valve replacement (AVR) after mechanical valve implantation and compare baseline and operative characteristics according to the cause of reoperation and evaluate long-term survival. The devices included in the study were St. Jude Mechanical Valve, Carbomedics, Bjork-Shiley, Medtronic Hall, On-X, Starr-Edwards, Homograft, Trifecta, Sorin Mitroflow, Hancock 2, Magna Ease, Medtronic Freestyle, and other unnamed devices. The article concluded that replacement AVR after previous AVR is uncommon and arises from heterogenous indications. Early risk is greatest with endocarditis and nonelective presentation, whereas long-term survival is driven largely by comorbidities rather than indication or prosthesis type. "[The primary and corresponding author was Hartzell Schaff, Department of Cardiovascular Surgery, Saint Mary¿s Campus, Mayo Clinic, 1216 2nd St, SW, Rochester, MN 55902, with corresponding e-mail: schaff@mayo.edu.]"This study included patients undergoing redo AVR from 01 January 2000 to 31 December 2023. A total of 379 patients were included in the study, of which 54.6% (207) received an initial mechanical valve and 19.6% (75) received a redo aortic valve replacement. The median age at primary mechanical aortic valve replacement (AVR) was 48.6 years. The median age of the redo AVR was 61.8 years. The majority gender was male. Comorbidities included dyslipidemia, heart failure, hypertension, diabetes mellitus, cerebrovascular disease, atrial fibrillation/flutter, aortic regurgitation, aortic stenosis, and previous myocardial infarction, and cerebrovascular accident.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.Literature attachment: Indications for and characteristics of redo aortic valve replacement after primary mechanical aortic valve replacement.B3: Event date was estimated.D4: The UDI number is not known as the part and lot number were not provided.